Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d4 d11: additional concomitant device reported h3, h4, h6: device history lot part number: 03.010.523 lot number: l812376 manufacturing site: bettlach release to warehouse date: 22. June 2018 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Investigation summary: background: it was reported that on december 27, 2020, the driving cap threads broke off in the insertion handle during nail insertion. We were able to get the nail out and find another set in the hospital to complete the procedure. The nail was finally inserted successfully with new insertion handle and driving cap. No fragments were generated. There was 10 minutes surgical delay. Surgery completed successfully. No patient consequence. Concomitant device reported: radiolucent insertion handle frn (part#:03.033.001; lot# l849567 ; quantity: 1) femoral recon nail (part# 04.033.140s; lot# 2l38131; quantity: 1) this complaint involves one (1) device. H6: investigation flow: damage visual inspection: driving cap/threaded (part: 03.010.523, lot: l812376, qty: 1) was returned and received at us cq. Upon visual inspection at cq, it is observed that the device has broken at the proximal thread near the distal tip. The broken off distal threaded tip was lodged in mating device, radiolucent insertion handle frn (03.033.001, l849567) and returned at cq. The fracture surface appears homogeneous with no voids or dark spots. The lot number etched on the device started to fade and illegible. Rest of the device shows normal wear consistent with the device use which would not contribute to the complaint condition. Thus, the complaint is being confirmed. Attached photos were reviewed and no addition issues were noticed. Device failure/ defect was found. Documentation/ specification review: no design issues or discrepancies were found during this investigation. Complaint was confirmed. Investigation conclusion: the complaint is being confirmed for driving cap/threaded (part: 03.010.523, lot: l812376) as it was found that the distal threads of the complaint device were observed to be broken off. While a definitive root cause could not be identified, it is possible that an off-axis strike on the driving cap contributed to the complaint condition. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, a pie has been launched to address the identified issue. The need for further corrective/preventive action will be assessed within the pie. Further investigation will not be conducted in this complaint as it will be addressed within pie. A sustaining engineering ticket has also been opened to address this issue. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H4

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020 the driving cap threads broke off in the insertion handle during a nail insertion. The nail was unable to be removed and another set was not available to complete the procedure. The nail was finally inserted successfully with new insertion handle and driving cap. There was a ten (10) minute surgical delay. The surgery completed successfully with no patient consequences. Concomitant device reported: radiolucent insertion handle frn (part#:03.033.001; lot# l849567; quantity: 1) femoral recon nail (part# 04.033.140s; lot# 2l38131; quantity: 1) this report is for one (1) driving cap/threaded. This is report 1 of 1 for (B)(4).